Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a blood glucose of 464 mg/dl, which he treated with the insulin pump. The customer felt dehydrated as a result of the high blood glucose. She also experienced vomiting. The customer went to the ER and was treated with an IV and a big bottle of liquid. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer.